Event description:
It was reported that corrosion was found in the pump during testing. No patient harm was reported.

Manufacturer narrative:
B3: month and day of event are unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. Additionally, the dso seal was found to be degraded. Battery compartment and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.